Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited low out-of-range pacing impedance in both unipolar and bipolar configurations. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.